Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error. Blood glucose was 18.3 mmol/l. Customer reported that the internal power source in the pump is unable to charge. Customer has previously called to report power error detected. Power error detected recurred within a week of troubleshoot previous occurrence. Advise the insulin pump will need to be replaced. Recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm noted during testing. Pump error 25 due to j6 connector resistance issue.